Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. During evaluation of the instrument, the cse did not find any faulty parts. The cse proactively replaced rinse blocks, the sample syringe, probe guides, and tubing, including aspirate and peripump tubing. The cse cleaned the luminometer and checked probe alignments. The operator ran quality controls to verify the instrument was operational. The cause of the discordant troponin result is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s), as it was questioned by the lab tech. The sample was repeated on the same instrument and an alternate advia centaur cp instrument, resulting lower on both. The result from the alternate instrument was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant troponin result.